Event description:
On may 14, 2008, abbott spine became aware of the following event. This patient is enrolled in a postmarketed study. In 2005, the patient underwent a bacfix l4-s1 procedure. On an unknown date, the patient experienced increased low back pain. In 2006, the patient underwent a revision surgery for persistent pain over the screws. The patient had undergone a successful arthrodesis at level l4-s1. On an unknown date, the event of low back pain was resolving. No further information is available.

Manufacturer narrative:
No device will be returned. The event was documented from a postmarketed study. Investigation pending.